Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior side assessed as fold flaw opening. Manufacturer of device is unknown: observed that the device is a mcghan device anxiety-product/procedure: unable to observe since it is not related to the device. Crease folding of implant: observed creases on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "deflation discovered by mammogram." Healthcare professional later reported "textured biocell saline device." Healthcare professional additionally reported "any creases," "any creases associated with hole," and "the deflation was caused by accident." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d4, d6b, g1, h6.

Event description:
Healthcare professional reported right side deflation and "textured biocell saline device." Device has been explanted.

Event description:
Healthcare professional reported a right side "rupture discovered by mammogram". Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.